Event description:
A doctor alleged that a twisted file had broken during a patient's procedure and remained in the root canal.

Manufacturer narrative:
The patient returned to the doctor's office and the root canal treatment was completed. The broken part was not removed; the doctor left the part in place inside the patient's canal. To date, the patient is doing fine. The product was returned and a visual evaluation was performed, yielding results within specifications, with the exception of length (as the product is broken).

Manufacturer narrative:
To date, the patient is doing fine. No further information has been received with regard to this incident. An update will be provided if any new information becomes available. The product was not returned. An evaluation of a retained sample is expected, but has not yet begun.